Event description:
It was reported that the patient experienced appropriate high voltage therapy due to ventricular tachycardia. After therapy was delivered, the implantable cardioverter defibrillator (ICD) went into reset mode. Technical services was contacted, and it was recommended to replace both the ICD and right ventricular (rv) lead. The rv lead was capped and replaced with the ICD without any complications. The patient remained in stable condition. Reference report# mw5184257. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).